Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading at the time of incident was 144 mg/dl. Troubleshoot was performed. Customer was driving home while the issue started. The insulin pump will be returned for analysis.